Event description:
It was reported that during preparation, prior to removing the steelcore guide wire from the dispenser, it was noted the tip had separated from the body of the guide wire. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was not confirmed. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to confirm the reported material separation. It was reported that the steelcore guide wire separated during removal from the packaging. Analysis of the returned wire noted no material separation. The damage noted on the wire was stretched coils and bends/kinks on the distal and proximal core. This type of damage appears to be consistent with handling; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.